Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle is getting stuck during use. The following information was provided by the initial reporter: material no.: 328438 batch no.: unknown. It was reported that the syringes are sticking when full. Verbatim: I have a customer that is claiming that her syringes are sticking when full with whatever they have in them. I took down the information.

Manufacturer narrative:
H.6. Investigation summary: customer returned (40) 31gx8mm, 0.3ml bd insulin syringes from lot 9161986 (20 from opened polybags and 20 from unused/sealed polybags). Consumer reported syringes are sticking when full with whatever they have in them. 30 out of the 40 returned syringes were examined, then tested for plunger rod movement and flow: all 30 tested syringes had plungers that were able to move and draw and expel properly. Since no evidence of manufacturing defect was observed the alleged issue could not be confirmed. A review of the device history record was completed for batch# 9161986. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle is getting stuck during use. The following information was provided by the initial reporter: material no.: 328438 batch no.: unknown. It was reported that the syringes are sticking when full. Verbatim: I have a customer that is claiming that her syringes are sticking when full with whatever they have in them. I took down the information.